Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, on (B)(6) 2019, with blood glucose level was over 500 mg/dl, gave 8 units of the insulin had no effect, after 2 hours gave another shot of 10 units then provided a bed and blood glucose progressively came down to 148 mg/dl at the hospital. Customer was treated with manual injection at the hospital. The customer blood glucose level was over 600 mg/dl, over 400 mg/dl and down to 126 mg/dl at the time of incident and the current blood glucose level was 124 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have did not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal. Customer states there was air bubbles about every two inch and one eighth in of bubble. Customer reports insulin exited at the quick release. The insulin pump will not be returned for analysis.